Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year post implant of this aortic bioprosthetic valve, the patient presented with worsening angina. Transesophageal echocardiogram (toe) identified nodular thickening in the region of the left coronary and non coronary leaflet commissures, and thickening of the leaflets with a "mass" protruding into the left ventricular outflow tract (lvot). There was no indication of sepsis. Severe stenosis, thrombus and high gradients were diagnosed. Anticoagulation was prescribed for four weeks without improvement. One year and twenty-seven days post implant of this bioprosthetic valve, the valve was explanted and replaced. Official pathology results are not yet available; however, preliminary pathology analysis indicated there was evidence of chronic inflammation with the presence of lymphocytes and histiocytes. A small thrombus without signs of infection or acute inflammation was identified, and no evidence of microorganisms were found. The patient was discharged home in good general status with no additional adverse effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the bioprosthetic valve appeared normal upon explant, and the physician did not believe that there was any problem with the valve. Pathology results confirmed the valve was negative for infection and polymerase chain reaction (pcr). If information is provided in the future, a supplemental report will be issued.